Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The balloon was found burst, meeting us regulatory reporting criteria. The initial examination of the returned emboguard device identified minor flattening of the shaft in the balloon region at between approximately 6mm and 12mm from the bgc distal tip and a tear in the balloon material at 7mm from the tip. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned emboguard device could not be inflated due to the tear in the balloon. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen at the location of the minor flattening as the ball gauge could not be advanced past this point without resistance. The complaint event description reported that an excessive amount of force was required to advance the emboguard bgc through an 80cm 8f super arrow-flex introducer sheath post procedure and this resulted in the balloon tearing. The returned bgc was advanced through the returned arrow sheath. Excessive force was required and the balloon tear was present, thus confirming the complaint event. The returned emboguard device shows visible damage (minor flattening) between 6mm and 12mm from the tip and a tear in the balloon 7mm from the tip. The emboguard device shows no sign of other damage or deformation as a result of the complaint event. The returned emboguard device did not pass a minimum ID check using a ball gauge, the minor flattening present prevented the ball gauge from advancing though the entire bgc main lumen without resistance. The complaint report detailed that the physician had difficulty advancing the emboguard bgc through the arrow sheath during the procedure. After the procedure the embogaurd bgc was advanced through the arrow sheath on the back table, however this required an excessive amount of force and resulted in the balloon tearing. The complaint event was confirmed as a tear on the balloon was observed on the returned device and excessive force was required when attempting to advance the returned bgc through the returned arrow sheath. Attempted recreation demonstrated that the flattening on the shaft of the arrow sheath resulted in excessive force being required to advance the emboguard bgc. The damage present on the arrow sheath is determined to be the most probable cause for the failure to advance the emboguard bgc. This is supported by the additional information provided which confirmed a walrus bgc was also used but failed to advance through the arrow sheath. The flattening on the shaft of the arrow sheath potentially caused the tear on the emboguard balloon however this could not be confirmed from the recreation attempt. While the reported complaint has been confirmed, there is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during the use of an emboguard 87, 95 cm balloon catheter (bg8795u, 0000185122) for a possible stenting of the right common carotid artery, the emboguard kept prolapsing into the ascending aorta due to a difficult type iii arch. The 8f short sheath that was initially used to gain femoral access and then it was exchanged for an 8f 80cm arrow sheath for additional support. During the reintroduction of the emboguard into the 8f arrow sheath the physician had difficulty in advancing the emboguard through the sheath. The arrow sheath was on a continuous flush but resistance was felt as the emboguard reached the distal end of the sheath. Multiple attempts were made to advance the emboguard but each attempt failed. After the physician abandoned the case, the emboguard was advanced through the 8f arrow sheath on the back table, but it took an excessive amount of force which resulted in the balloon tearing. Additional information received indicated that the physician did not feel that the procedural delay was clinically significant. It was the difficult arch and there were multiple failed attempts with different devices to canulate the right common carotid artery. A walrus bgc was with the arrow sheath prior to the encountered resistance with the balloon catheter, however, it failed to advance through the arrow sheath as well. No adverse event occurred to the patient. The patient was awake and doing well throughout the entire procedure. There was no damage to the emboguard during the procedure. Once the procedure was aborted and the arrow sheath was removed, the physician advanced the emboguard through the arrow sheath on the back table. To advance the device through the arrow sheath it took a lot of excessive force which in turn tore the balloon. No excessive force was applied to the device during the procedure. It wasn¿t until after the case that excessive force was used to see if the device would advance through the arrow sheath. Based on the product analysis of the device received, the balloon was burst.